Event description:
It was reported, the battery depletion was ¿normal,¿ but the patient expressed dissatisfaction with its longevity. It was stated that the implantable neurostimulator (ins) depleted after being in for about a year and a half. It was confirmed to be depleted by the healthcare provider (hcp) in (B)(6) 2013. It was noted that ¿they started out at 3.5v¿ and the patient ¿had it at 4.8v, but it wasn¿t working¿ when it was set to that level and ¿it had not been working since (B)(6) 2013.¿ this was when the battery depleted. It was stated that ¿it hurt too much ,¿ although, the patient did not think they had it very high. It was added that the hcp was putting a new ins in on 2013 (B)(6). The patient did not want to have a new ins every year and a half because, they had a sore back for about 6 weeks after implant. It was later reported the cause of the event was a battery change and the event was attributed to the implantable neurostimulator (ins) and lead. It was stated it was unknown if the battery depletion was normal or premature. It was noted the lead dislodged or migrated. Reportedly, the ins and lead were replaced on (B)(6) 2013 and the battery was no longer functioning. The patient did not require hospitalization and it was stated the device stopped functioning due to a depleted battery.

Manufacturer narrative:
Product ID 3889-28 lot# v847499, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28 lot# v847499, implanted: 2011 (B)(6); product type lead. (B)(4).